Event description:
User facility reported that the hph400 hemoconcentrator had broken fibers which allowed blood to pass through the effluent line. Follow-up contact through our clinician indicated that the perfusionist initiated hemofiltration as he went on bypass. A broken fiber was identified which allowed a "minimal amount of blood" to pass through to the effluent line. The hemoconcentrator was replaced with no delay to the procedure. There was no need to transfuse the patient due to this issue.

Manufacturer narrative:
The component was returned. During decontamination it was noted that there was evidence of a leak. The component has been forwarded to our supplier for further evaluation. (B)(4).